Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. An x-ray review was concluded that there is no indication that the observed loosening was device related as no device or manufacturing related issues have been identified. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient needs a revision procedure due to rotational instability.

Manufacturer narrative:
(B)(6). Updated from mets distal femur to femoral stem. Updated from lot # unknown to lot # b16242. The investigation concluded that the reported rotational instability may have been due to a combination of the observed loosening of the femoral stem and disassociation of the stem/principal shaft taper lock. The broken alignment lug of the returned femoral stem male taper has been polished and worn to an extent that would indicate the taper had been rotating for a significant period of time before the revision procedure. Analysis of the returned device confirmed it was manufactured correctly to requirement, no abnormalities were identified that would have contributed to the reported event. The revision procedure was completed on the (B)(6) 2017 with no reported complications and the patient is reported to be "doing really well."

Event description:
It was reported that the patient needs a revision procedure due to rotational instability.